Event description:
Consumer reported that she had a needle break off in stomach after injection. She had x-rays.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Unable to run complaint history check or device history review, as lot number is unknown. Quality will continue to monitor on monthly trend reports.